Event description:
During device preparation, the device was unable to be interrogated. The device was found to be in backup vvi mode. The device was not used and returned for investigation.

Manufacturer narrative:
The device was returned in it's original packaging. The device memory was reviewed upon return and found in shipped settings with system error code itc_trap_ufo_0. The error code forced the device to enter bvvi following exposure to cold temperature extremes. The reset was replicated during testing.